Manufacturer narrative:
It was observed on the returned device that the welds that attach the burr to the drive wire were positioned further proximally than the specification required. The failure mode was replicated on the bench with welds positioned proximally. Devices with welds positioned further distally did not fail.

Event description:
Dr (B)(6); (hope vascular and podiatry - tx) was treating a stenosed at lesion. He asked his staff for a 1.33mm device, but they accidentally opened a 2.00mm device. When the device engaged the lesion, the physician noticed the burr was no longer moving with the device and stopped treatment to remove it. The detached burr was over the guidewire and was easily retrieved. There was no patient injury. He then used a 1.33mm revolution device to finish the case. There were no issues with this device.